Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie failed and did not recover. The field service engineer (fse) found that main drawer 1.1 was experiencing issues. The fse powered down the system and then reseated the drawer board ribbon cable. Afterward, the fse tested the drawer using the hardware test application (hta) and confirmed that the customer was able to successfully access the item in main drawer 1.1, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed and unable to recover. Screen was freeze at device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.